Manufacturer narrative:
This report is submitted on july 05, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced irritation at the implant site and the patient was treated with steroids and antibiotics (type, date and duration not reported), however the issue could not be resolved. Subsequently, the patient experienced a breakdown of the skin flap. The implanted device remains and the patient is being clinically managed by their health care provider.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and subsequently, the device was explanted on (B)(6) 2018.